Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified superior mesenteric artery. A 7.0mmx19mmx150cm express sd renal/biliary stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed, the stent got hung up on the non-bsc introducer sheath in the right leg and it was noted that it came off the balloon into the body. A snare was used to retrieve the stent out from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.